Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
While removing pin the size 4 chamfer block the handles snapped off the side of the block where they attach. The left side broke first, then when the surgeon tried to remove the block using the remaining attached handle, it also snapped off. No harm to patient. Block was removed using a bristow and mallet. The two pieces that snapped came off in solid pieces.

Manufacturer narrative:
An event regarding crack/fracture involving a specialty triathlon cutting block was reported. The event was confirmed. Conclusions: a review of the photo provided confirmed the event of crack/fracture. The bushings were fractured off the body of the cutting guide. The root cause could not be determined as insufficient information was provided. No further investigation is possible at this time. If the device is returned and/or additional information becomes available to indicate further evaluation, this record will be reopened.

Event description:
While removing pin the size 4 chamfer block the handles snapped off the side of the block where they attach. The left side broke first, then when the surgeon tried to remove the block using the remaining attached handle, it also snapped off. No harm to patient. Block was removed using a bristow and mallet. The two pieces that snapped came off in solid pieces.